Event description:
It was reported that a caregiver contacted beta bionics stating that a school nurse was overcorrecting the patient¿s glucose with excessive juice and allegedly pressuring the caregiver to overcorrect, and that the patient¿s blood glucose was high while using the ilet system. Symptoms included hyperglycemia with negative ketones. Outcomes included troubleshooting and education with replacement supplies shipped, and notification to the field team. Investigation included a review of the reported event and user support activities. Investigation of this case revealed an unclear cause of hyperglycemia with no device alarms and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.